Manufacturer narrative:
No patient injury has occurred following this incident.

Event description:
Customer reported that the capsule was placed normally, but when the doctor went to check it with the scope, he did not see the capsule until he began to remove the scope, he noticed that the capsule was at the top of the esophagus. No damage was done to the patient. The customer was able to retrieve the capsule.